Manufacturer narrative:
Concomitant medical prdouct: product ID ddbb1d4 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the implantable cardioverter defibrillator (ICD) delivered a shock for a ventricular fibrillation (vf) classified event that appeared to be an atrial arrhythmia with rapid ventricular response. In addition, there appeared to be oversensing noise on the atrial channel that was similar to electromagnetic interference. It was further reported that the right ventricular (rv) and atrial leads both had past high threshold measurements. The ICD and leads remain in use. No further patient complications have been reported as a result of this event.